Manufacturer narrative:
Final analysis of the stimulator revealed there was no significant anomaly. The stimulator battery was at normal end of life and the telemetry and output was 'okay.'

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after two years of successful therapy, a patient suffered a fall and hit the stimulator with the corner of a table. The reporter stated that just in that moment the patient stopped feeling the paresthesia. It was reported that the patient went to the clinic for a system review. It was noted that impedances were tested and all poles were below 1,000 ohms. It was reported that the programmer displayed the messages "neurostimulator has reached the end of service" and "replace neurostimulator." The reporter stated that the patient had an elective neurostimulator replacement. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.